Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a pump reboot vent and replace battery alarm were observed in the black box on 08/10/2015. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment had evidence of moisture contamination. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.